Event description:
It was reported that during a coronary artery drug eluting treatment procedure, stent embolization occurred. The lesion was located in the distal right coronary artery (rca). The pt's anatomy was very tortuous. The vascular access site was the right femoral artery. The vessel size was 3.00mm in diameter, severely to moderately calcified and 90% stenosed. The physician pre-dilated the lesion with a 2.50x15.0mm maverick balloon and then attempted to implant a taxus express2 3.00x16.0mm drug eluting stent in the distal rca. As the physician advanced the stent delivery system (sds) he experienced significant resistance and was unable to cross the lesion. At some point in the procedure the stent separated from the sds inside the pt's body. The physician was able to successfully snare the stent and remove it from the pt. The physician completed the procedure with another of the same device. There were no pt complications.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.